Event description:
Complainant alleged that while attempting to defibrillate a 67 year old female patient in cardiac arrest, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.